Event description:
The sales rep reported that during a surgery when the staple was removed from the packaging, it was not a monocortical staple inside the box but a bicortical. The package was labeled as a monocortical staple ezm10-10-10 easyclip. They opened another box of the same batch number and reference and it was the good size inside.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.